Event description:
Physician was attempting to implant a resolute integrity drug-eluting stent to treat a moderately calcified lesion in the lcx with 90% stenosis and excessive vessel tortuosity. The device was inspected and prepped prior to use with no issues noted. Lesion pre-dilation was performed. It was reported that the resolute integrity device could not pass the lesion. The procedure was completed with a bare metal stent. The device was inspected before use with no issues noted. The physician believes that the event was procedural related and not device related. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the stent was positioned correctly between the marker bands as per specification requirements. The 13th, 14th, 15th, 18th and 19th proximal stent segments were deformed and had raised struts.

Manufacturer narrative:
Results, conclusions: stent deformation, lesion morphology ¿ 90% stenosis, moderate calcification and excessive vessel tortuosity. (B)(4).